Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the rolling pin on the pectus bender broke during surgery. No adverse events were reported.

Manufacturer narrative:
The DHR (device history record) for this lot was reviewed and no nonconformance was found for this lot. There are no indications of manufacturing defects. Visual inspection reveals moderate wear and confirms the that the bender is broken. The pin for roller has fractured transversely, causing the roller pin assembly to fall out. Functional tests could not be performed as a result of the broken component. The most probable root cause is mishandling by customer. Excessive force was most likely applied while bending a pectus bar or the instrument was dropped, causing the component to fracture. (B)(4).